Event description:
Boston scientific received information that the day post implant, this right atrial (ra) lead became dislodged when physician was revising the right ventricular (rv) lead. The physician was not able to get the stylet down the lead to reposition it while in patient, therefore, the lead was explanted. A new ra lead was successfully placed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Upon visual inspection there were deformed conductor coils along with compression type marks in the insulation at 127-129 mm from the terminal pin. There were also separated conductor coils from the stylet escaping the lumen, and along with these were corresponding bulges in the insulation. There was tissue entwined in the helix of the lead, but the lead tip and helix were intact and not damaged. Stylet insertion testing passed with a straight stylet. Pressure tests were completed to assess lead insulation integrity. Measurements throughout these tests were within normal limits. Analysis testing was not able to confirm the lead dislodgement observation. However, related to the observation that the physician was unable to get the stylet down the lead to reposition it, analysis did confirm that there were deformed/separated conductor coils with corresponding bulges in the insulation due to the stylet escaping the lumen.